Event description:
The customer's mother reported that the insulin pump had a button error alarm. The customer's mother did not list any significant events leading up to the error alarm. Most recent blood glucose level at the time of the call was above 200 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.